Manufacturer narrative:
Other text: d4: lot number, expiration date unavailable. H4: device manufacture date unavailable. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that an occlusion occurred in the infusion system during use with the patient. Per the reporter, there were no patient adverse effects.